Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that the untrained physician attempted an arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. The thumb advancer was completed; however, the device pulled out of the artery before the clip was fired. Hemostasis was achieved with manual compression. There were no pt adverse effects. No add'l info available.